Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated apparent explant damage. The analyst noted all electrical testing was within specified parameters. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate therapy. It was also reported the lead displayed over-sensing due to dislodgement. Additionally, the right ventricular (rv) lead impedance alert "tripped." The lead was removed, replaced, and no further patient complications have been reported as a result of this event.